Event description:
A us distributor contacted zoll to report that a patient developed open blisters under the lifevest equipment. Patient described the area as black and blue blisters on right side. There was no alleged device malfunction contributing to the blister. The patient¿s physician prescribed hydrocortisone for the blisters. Follow up indicated that the blister improved.